Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine [3.0 mg/ml] at a dose of 0.1443 mg/day and clonidine [2.0 mcg/ml] at a dose of 0.0962 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 that the patient's pump was protruding through the skin. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics had been performed and the pump was functioning normally. It was noted that the pump was getting removed and replaced with a new pump in a different location. At the time of the report the issue was not resolved but the patient status was "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
(B)(6) was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was explanted on (B)(6)2018 and the pump would not be returned, as neither the implanting or managing physician requested it to be returned. It was clarified the pump had eroded through the skin. No further complications were reported/anticipated or expected.